Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 153 mg/dl (ss) and 193 mg/dl (hcp) respectively (21% difference). No symptoms were reported. On follow up, lfs rep discovered that meter was set to mmol/l (instead of mg/dl). There was no allegation of harm.